Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) ventricular (v)-sic occurred since (B)(6) 2016. (B)(2) non-sustained ventricular tachycardia (nsvt) episodes of less than 220ms v-v cycle recorded on (B)(6) 2016. Analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 (day of reported death) for sic greater than or equal to 30 in 3 days, and 2 or more nsvt episodes less than 220ms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. A request was received for review of device data. Review of the device data was performed and it was noted a lead integrity alert was triggered and there was over-sensing. The patient expired sixteen years post implant of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.